Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss was noted with all 3 devices. Due to not having additional proglide supply, it was opted to perform a surgical cut down to access the common femoral prior to the evar procedure. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved via surgical cut down and groin was closed via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.